Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows moderate electrode wear with dried saline and tissue present on the tip. There is discoloration present around the spacer and it appears to be a small portion of adhesive detached around the spacer. The cable and suction line has been severed prior to being received for evaluation; therefore, a functional evaluation could not be conducted. There are no manufacturing abnormalities visually observed with the returned wand. The complaint has been visually verified and the root cause is more than likely associated with coming into contact with another device such as a cannula. It is possible that upon insertion or removal of the device using a cannula, the tip inadvertently came into contact with the cannula boundaries; therefore, causing the adhesive to become detached. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
Surgeon was using this wand in a hip arthroscopy and noticed what appeared to be a piece of plastic coating on the ceramic falling off into the joint. It could not be retrieved.